Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.